Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was inspected and found a faulty ap board causing no image on enf_vt2 scope. The ap board was replaced and the main switch and software was upgraded. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there were image processor or light source connector issues. The screen goes black when the camera head is plugged in. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of failure to produce an image was due to an accidental failure of the ap board components.